Event description:
Reporter's husband has had 3 consecutive insulin pump malfunctions. All three models were the same model from the same manufacturer. The machine registers as having delivered insulin, but no insulin is actually delivered. The events have been witnessed by a nurse. Therefore patient has been able to stabilize diabetes.